Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the board was corroded due to the impact of a liquid that entered inside this device. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the video system center could be causing water to leak out of the gold contacts on the flat video connector whenever using a cysto nephro videoscope (cyf-vh). This event has happened with 18 difference scopes of the same model. The event occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.